Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, hair loss occurred. According to the customer, a "fair amount of hair loss" that started 2-3 months ago is occurring. The patient feels it may be related to the paclitaxel on the stent. He stated that he is not on any other medications and the taxus express2 drug eluting stent is the only "new thing" that has happened. No additional patient complications were reported. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.